Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's knee was revised due to infection. The event could not be confirmed nor the exact cause be determined as the insufficient information was available. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
(B)(6) year-old male who presents with left knee pain. He is now 11 months status post left total knee replacement. He had been doing extremely well up until about a week ago. He now presents with acute worsening of left knee pain with swelling and subjective fevers. The timing of this event was following a dental procedure and also doing work at his lake house. He has no open wounds or recent infections. X-rays look good with no evidence of loosening or mechanical failure. Blood work and left knee aspiration results demonstrate left knee infection with streptococcus anginosus. I think this likely represents a late hematogenous acute infection. I have recommended irrigation and debridement of the left knee with implant retention and polyethylene exchange.